Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of approximately 300 mg/dl despite meal announcements and no observed infusion set leaks or kinks, and they were advised to change supplies; glucose trended back toward range later the same day and no alerts or alarms were reported. Symptoms included headache. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included technical support review, troubleshooting, and user education. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with cause undetermined and device involvement not verified.